Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacturing date not available for this system at time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The power cable to the camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The cable was returned to the manufacturer. Functional testing, as well as a physical and visual examination found that the component had no issues and performed within specifications.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cable was damaged. Issue has been addressed a few times in the past, however, the camera is cycling again and the cable has visible damage. There was no patient present.